Manufacturer narrative:
Product complaint #: (B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A patient who had received successful total hip arthroplasty surgery presented with hip pain and audible squeaking after reportedly falling out of bed. X-rays were taken appeared to show a presumptive liner dissociation. Revision surgery was performed which confirmed that the marathon 32/54 neutral liner had dissociated from the pinnacle 54mm sector gription shell. The 32 +1 ceramic femoral head had sustained damage in the form of stripe wear and was explanted. The dissociated liner was damaged and a couple of fragments had broken off. The liner and the two fragments were successfully explanted. After inspecting the shell, there appeared to be some damage to one side of the interior of the shell. The shell was subsequently explanted. Surgeon proceeded to ream the acetabulum up to size 55mm and then implant a 56mm sector gription shell, followed by a 36/54 neutral altrx liner, and finally a 36mm +1.5mm femoral head. Hip was reduced and surgery was completed successfully. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a patient who had received successful total hip arthroplasty surgery in (removed), presented with hip pain and audible squeaking after reportedly falling out of bed in late (removed). X-rays were taken appeared to show a presumptive liner dissociation. Revision surgery was performed on (removed) which confirmed that the marathon 32/54 neutral liner (ref: 121932054, lot: j62c26) had dissociated from the pinnacle 54mm sector gription shell (ref: 121732054, lot: 9003441). The 32 +1 ceramic femoral head (ref: 136532310, lot: 9170894) had sustained damage in the form of stripe wear and was explanted. The dissociated liner was damaged and a couple of fragments had broken off. The liner and the two fragments were successfully explanted. After inspecting the shell, there appeared to be some damage to one side of the interior of the shell. The shell was subsequently explanted. Surgeon proceeded to ream the acetabulum up to size 55mm and then implant a 56mm sector gription shell (121732056), followed by a 36/54 neutral altrx liner (122136054), and finally a 36mm +1.5mm femoral head (136551000) hip was reduced and surgery was completed successfully. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed signs of wear on one side inside the implant. Due to the observed damage, it is reasonable to conclude that it was due to a dissociation between the liner and the cup, which caused the head to come in contact with the inner part of the cup. However, no signs of fracture of the implant was observed. Based on the unintended interaction of the inner surface of the cup and the femoral head, it is reasonable to conclude that audible sound would be present. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 54mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.